Event description:
Pt called manufacturer to report that they had experienced return of pain associated with replacement of the device system in 2000. In a phone call a few hours later the spouse reported that the pt had experienced this episode as a result of "dye crystallizing in the catheter and pump." Additional information provided by the device return form and field representatives consulting with physician indicates that omnipaque in injection was used to test the catheter. At explant the catheter was not patent. Additionally, the morphine removed from the pump was found to be cloudy in appearance. Physician stated that a "powdered from" of morphine was being used in the pump but the physician was unsure of the concentration. Flushing and purging of the pump was attempted on the sterilie field at explant and the pump was contaminated. Therefore, a new pump was implanted as well as a catheter.